Event description:
The customer reported to customer service that her five month old daughter came down with a rash. While working with doctors to identify a cause, she feel that the cause may have been mold that she found in the breast shield for her breast pump. She indicated that she takes the breast shields apart daily to clean them and had not noticed the mold that was growing inside where she feels it cannot be cleaned. She disposed of the breast shields and purchased new ones.

Manufacturer narrative:
Customer service sent replacement breast shields and connectors to the customer. In f/u, the customer indicated that she purchased her pump in (B)(6) 2007 for use with her first child. After she finished using it with her first child, she sterilized the parts and put the pump away. Her second child was born in (B)(6) of 2011 and before she started using the pump again, she sterilized all of the parts. Her baby developed a rash that started on one side of her face and traveled all of the way across her face and around the back of her head and ears. She took her baby to the doctor who prescribed over-the-counter benadryl and a 1% cortizone cream which both seemed to help her, as she no longer has the rash. She and her doctor tried to find a cause for the rash, when she discovered mold in the breast shield connector and under the membrane that fits onto the valve. She indicated that she washes the parts after every use with hot water and dish soap and boils them once a week, but was not separating the valve and membrane for cleaning and also found the breast shield connector complex and difficult to get a brush into the middle to get a good cleaning. Per the customer, "there is no way to confirm if the mold caused the rash, but it seemed to be the only issue at the very time of the rash. I had not started her on foods yet, so the mold seemed to be the only variable." Since the customer disposed of the parts, testing/analysis cannot be completed. Additionally, it cannot be definitively concluded what caused the baby's rash. We will monitor complaints for similar issues.